Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that death occurred. In (B)(6) 2016, the patient presented with stable angina (ccs classification: 2) and was referred for cardiac catheterization. Target lesion #1 was located in the 1st posterolateral branch (rpl) with 99% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 24 mm study stent with 1% residual stenosis. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient expired due to unknown cause. A family member had informed on the telephone follow-up call that the patient passed away at home due to chronic obstructive pulmonary disease (copd )while receiving hospice care.